Event description:
It was reported that the pump buttons were not responding to presses when trying to program a bolus. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed on the display screen and the bolus button was observed to be missing. The pump was unable to power on. A leak test was performed and the bolus button was found to be leaking. The pump was opened and moisture was found on the pcb and screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).